Event description:
It was reported an issue with the device stopping and restarting allegedly by itself, during an infusion of "furosemide" and "chlorothiazide." Bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Furosemide: seeing multiple pauses/restarts. Timeframe: 2042 -2051 restarts noted at 2049, 2050, 2050, 2050, 2050, 2051, 2051, 2051, 2051, 2051, 2051, 2051, 2051. Chlorothiazide: seeing multiple pauses/restarts. Timeframe:2209-2213 restarts noted at 2209, 2209, 2209, 2210 (9 total), 2212, 2212, 2213, 2213, 2213. Bd interoperability consultant reported "noted alarming in hl7 - intermittent throughout the timeframe." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself, during an infusion of "furosemide" and "chlorothiazide." Bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Furosemide: seeing multiple pauses/restarts. Timeframe: 2042 -2051 restarts noted at 2049, 2050, 2050, 2050, 2050, 2051, 2051, 2051, 2051, 2051, 2051, 2051, 2051. Chlorothiazide: seeing multiple pauses/restarts. Timeframe:2209-2213 restarts noted at 2209, 2209, 2209, 2210 (9 total), 2212, 2212, 2213, 2213, 2213. Bd interoperability consultant reported "noted alarming in hl7 - intermittent throughout the timeframe." There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.